Event description:
Hcp reports pt presented in 2004 with signs of infection including redness, swelling, drainage and errosion at the location of the ipg pocket. A culture of the device pocket was obtained but the results are unk. The pt was treated with oral antibiotics and a total device system explant. The hcp reports the infection has resolved. The device was explanted but not returned to the MFR for analysis.